Manufacturer narrative:
The AED, battery, and pads used during the rescue were received for evaluation. Both the AED and battery passed all incoming tests. The AED's self-test history provided by the OEM partner showed pads related errors at the time of the rescue. Testing to verify the AED could detect impedance accurately was performed and no problems were found. Thirty (30) second self tests were run for 1 hour without any errors. Components that could impact the patient impedance circuit were measured and there were no failures. Visual inspection of the main pcba and other assemblies found no defects. A rescue simulation with a defibrillation analyzer was performed. After placing both pads the AED advanced to the analyzing rhythm voice prompt without any problems. The AED successfully delivered 3 shocks and correctly prompted for CPR following each shock. The AED functioned correctly during the simulation. The pads used during the rescue were examined and found the gel and foam rivet cover was missing from one of the pads. The OEM partner had also noted that the gel was missing when the AED, battery, and pads were collected from the user. The cause of the reported problem is likely due to the gel coming off the pad prior to use. The pads can be damaged and the gel may come off of the electrodes if the pads are not peeled from the release liner as directed by the labeling. If the gel is missing when an electrode is placed on a patient there may be insufficient electrical contact between the patient and the AED which would cause the AED to continuously prompt the rescuer to "firmly place the pad".

Event description:
A cardiac science OEM partner reported the AED didn't operate during a rescue. The AED continued to prompt the rescuer to "firmly place the pad" after both pads had already been placed on the patient. The ambulance arrived and the crew took over patient care. Patient outcome is unknown. Following the rescue, the OEM partner duplicated the reported problem using the AED and pads from the rescue. The problem could not be duplicated when the AED was used with a new set of pads. They also reported the gel was missing from one of the pads used during the rescue.